Event description:
It was reported that infection was present at the ipg site and was treated with oral antibiotics. Surgical intervention was undertaken on 13mar2024 where the wound was washed out completely and the entire system was explanted.

Manufacturer narrative:
B3- date of event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.